Event description:
It was reported that the procedure included treatment of a diffuse lesion in the left mid-distal sfa. During the procedure, the physician pre-dilated the lesion, conducted thrombectomy and then proceeded to deploy the stent. The stent was deployed successfully; however, following post-dilatation the physician allegedly identified multiple fractures on the stent. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device remains implanted and the delivery system was discarded by the user facility; therefore, not available for eval. The event investigation is currently underway.